Event description:
Study notes for a the (B)(4) study were received for review. It was reported via clinic notes dated (B)(6) 2010: that the patient has a vns that has been in place since 2000 - 5 months prior to their admission the vns was turned off with the patient's perception being that their seizures have become more frequent. It is unknown if the patient's seizures were above or below baseline. This patient participated in the study in 2010, but had vns placed in 2000. In (B)(6) 2010, while in the study this patient was (B)(6). Good faith attempts were made and no further information was attained.